Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, it was reported that the patient felt thirsty at the time of the event, the cgm reading was 16.0 mmol/l and the bg reading was 33.3 mmol/l. The wife provided more insulin via injection at the time of the event. The wife called and ambulance and the patient was taken to the hospital. There they took a bg reading which was 50 mmol/l and the cgm reading was 16 mmol/l. The patient at the hospital was treated with intravenous insulin. At the time of the report the patient was feeling good and waiting to be discharge from the hospital on tuesday (B)(6)2025). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.